Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during review of the system controller's log file, the data showed increases of power and high increases in flow. There is potential for the presence of thrombus. No further information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Additionally, the report of elevated power and flow could not be confirmed through this evaluation. Review of the log file evaluated under complaint# (B)(4) did not reveal any elevated pump parameters. No further issues have been reported and the patient remains ongoing on vad support. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.